Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both generator and lead prior to distribution.

Event description:
On (B)(6) 2011, the vns pt reported to the MFR's consultant that she had experienced an infection after her initial implant in 2006 and that her body was trying to reject the device. Mfg records were reviewed and it was confirmed that both the generator and lead were sterilized prior to distribution. The pt has only been seeing her current physician for about a year. Her previous surgeon is not practicing anymore and has retired. Therefore, add'l info cannot be attained from him. Her previous neurosurgeon is no longer at the practice that he was at when he was treating the pt; however, the pt's medical charts are still located at that practice. The medical practice requires pt authorization, which is not available, in order to gain info about the pt's medical history. Therefore, no further info regarding pt's infection can be attained. Currently, there is no infection and the vns is helping the pt. If add'l info is received regarding pt's infection, it will be reported.